Manufacturer narrative:
The manufacturer has concluded the investigation related to a patient's allegation that he sustained a burn injury to his leg from the power supply of a CPAP device and its associated heated humidifier. The end user stated that he had the CPAP and power supply in bed with him instead of on a flat surface as recommended by the manufacturer. The manufacturer evaluated the power supply, CPAP device, and its associated heated humidifier and found no evidence of thermal damage or failure that would have resulted in the reported event. The power supply, CPAP device, and its associated heated humidifier are designed to meet all applicable safety and international standards applicable to these devices. During the manufacturer's evaluation, the surface temperatures of the power supply, CPAP device and its associated humidifier were monitored. All measured surface temperatures were within applicable specifications. Product labeling warning states, "the operator should read and understand this entire manual before using the device". The instruction for use cautions, "for safe operation when using a humidifier, the humidifier must always be positioned below the breathing circuit connection at the mask. The humidifier must be level for proper operation. Place the device on a firm, flat surface somewhere within easy reach of where you will use it at a level lower than your sleeping position. Make sure the device is away from any heating or cooling equipment. When positioning the device, make sure that the power cable is accessible because removing power is the only way to turn off the device. Make sure the filter area on the side of the device is not blocked by bedding, curtains, or other items. Air must flow freely around the device for the system to work properly. Do not place the device directly onto carpet, fabric, or other flammable materials." The manufacturer is unable to confirm the reported event. The use and operation of the power supply, CPAP device, and its associated heated humidifier, in bed (as reported by the patient), is not in agreement with instructions for use that indicate to use the device on a firm, flat surface. No further action is necessary.

Event description:
It was alleged by an end user that he sustained a burn injury to his leg from the power supply to his continuous positive airway pressure (CPAP) device and its associated heated humidifier. The end user stated that he had the CPAP and power supply in bed with him instead of on a flat surface as recommended by the manufacturer. He reported being treated with a topical ointment, an antibiotic, and pain medication. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported it was alleged by an end user that he sustained a burn injury to his leg from the power supply to his continuous positive airway pressure (CPAP) device and its associated heated humidifier. The end user stated that he had the CPAP and power supply in bed with him instead of on a flat surface as recommended by the manufacturer. He reported being treated with a topical ointment, an antibiotic, and pain medication. The manufacturer evaluated the power supply, CPAP device, and its associated heated humidifier and found no evidence of thermal damage or failure that would have resulted in the reported event. During the evaluation of the device at the manufacturer's product investigation laboratory, there was evidence of a dark-colored contaminant in the devastation pro inlet filters and blower assembly. Similar contaminants were found on all internal surfaces of the dreamstation pro. The location of these contaminants (inlet filters) indicates the source of the contaminant is external to the dreamstation and is not related to a failure of the devices. The contaminants are due to the devices being used in an environment containing this unknown dark-colored contaminant. This contaminant entered the airpath of the devices and contaminated the airpath. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.